Event description:
It was reported that oversensing of noise and myopotentials leading to inappropriate automatic mode switch was observed on the device. Abbott technical support was contacted and recommended reprogramming, which was anticipated to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
It was reported that oversensing of far-field r waves and myopotentials leading to inappropriate automatic mode switch was observed on the device. Abbott technical support was contacted and recommended reprogramming, which was anticipated to resolve the event. The patient was stable and there were no adverse consequences.